Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Diabetes care manager reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was in the 500 range. Customer stated that the insulin pump alarmed no delivery. Nothing further reported.